Manufacturer narrative:
The insulin pump ump was received with blank display due to moisture damage on electronic assembly and motor assembly. Unable to verify keypad anomaly due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unresponsive buttons on her insulin pump. Her blood glucose was 220mg/dl at the time of reporting. The insulin pump was returned. No additional information was returned.